Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (l1) for the ovf on (B)(6) 2022. The monomer liquid and the polymer powder were mixed. When the mixer handle was pushed and pulled for several times, the handle became difficult to pull and push. The surgeon determined that the monomer liquid and the polymer liquid were not properly mixed. A new cement was used. The surgery was completed successfully without any surgical delay. After the surgery, the surgeon checked the mixer. Although strong force was required, pushing, pulling, and turning of the handle became possible, and as the mixing operation continued, the handle could be operated in the same way as usual. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).